Event description:
Review of surgical database shows a fracture at the end of an im nail which had been implanted in a femur by a retrograde approach. The surgeon gave no comments as to how the nail became broken. A review of the patient x-rays shows a fracture at the distal end of the nail which appears to be placed in a high stress area of the femur. Post-op views of the patient x-rays show that an exchange nail procedure was done with an antegrade approach to replace the nail and repair the fracture. It is noted that the im nail was not broken. Cause: possible cause was the position of the distal tip of the implanted nail being in a high stress area of the femur combined with fwb. No indication of product defect - no broken nail was involved.